Event description:
It was reported to boston scientific that an advantage transvaginal mid-urethral sling system was implanted during a procedure on (B)(6), 2010.according the complainant, the patient experienced complications (specifics unknown).all other information, including the patient's current condition, is unknown and reportedly unavailable.